Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery was changed however, insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer reported that the little thing on the top of the battery cap was not engaging with the battery and after a bunch of different tries and different batteries and tightening the cap as much as and then it came on. The insulin pump will not be returned for analysis.